Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in a mildly tortuous and moderately calcified cephalic vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in the dilation of the inner shunt. During the procedure, after delivery of the device, it was attempted to dilate the cephalic vein. However, the device ruptured under nominal pressure at 8 atmospheres upon the second inflation. The device was simply removed and the procedure was completed with a different device. There were no patient complications reported.